Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom 'air detector alarm even after switching set and priming the set' was confirmed through the event history log. Evaluation determined the cause was the ultrasonic sensor being out of specification which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air detector alarm even after switching set and priming the set. There was no patient involvement. No additional information is available.